Event description:
The pump was returned for investigation. Investigation revealed a crack at the opening of the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a crack at the opening of the battery compartment. The returned battery cap was able to fully tighten to the pump case. There was no loss of power during testing and no evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).